Manufacturer narrative:
H10: the device was evaluated by a service engineer (se), and the reported issue was confirmed. The front bezel (with navigation ring) was replaced, and the issue was resolved.

Manufacturer narrative:
It was reported that a service engineer evaluated the device and confirmed that the navigation ring was unresponsive. The se noted that the front bezel was the cause of the failure, and needed to be replaced.

Manufacturer narrative:
Phone number (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a navigation ring that is inoperable. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.